Event description:
It was reported that the user¿s ilet dosing performance was affected after frequent use of ¿less than¿ meal announcements, which led to maladaptation and prompted a guided factory reset, after which insulin delivery resumed. No reported symptoms with a fingerstick value of 96 mg/dl at the start of the interaction. Outcomes included restoration of therapy after factory reset, user education on consistent meal announcements and carbohydrate intake, spacing meals, limited snacks, and adherence to the hypoglycemia treatment protocol to reduce glycemic variability. Investigation included remote troubleshooting and education on meal announcement best practices. Investigation of this case revealed user-related use pattern contributing to suboptimal algorithm adaptation rather than a device malfunction, with functionality restored following a factory reset and appropriate use guidance. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational use and therapy management behavior.